Event description:
It was reported to baxter (B)(4) that the reservoir of a single day infusor device burst during a patient infusion. The device was being used to deliver desferioxamine to an unidentified patient when the reservoir ruptured. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.